Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12atm for 30 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues were noted with the hypotube shaft. The shaft polymer extrusion had no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A pinhole in a polymer extrusion 3.2cm proximal to proximal markerband was noted. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. The device was attached to an encore inflation unit. When an attempt was made to inflate the balloon, liquid leaked out through the tear in the extrusion. A pinhole was located in the polymer extrusion at the 3.2cm proximal to proximal markerband when inflating to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12atm for 30 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications and the patient was in good condition after the procedure.